Event description:
It was reported that the patient was admitted for a gastrointestinal bleed on (B)(6) 2024. On (B)(6) 2024 at around 0300 the patient's left ventricular assist device (lvad) flows and pulsatility index (pi) were 0, the patient's mean arterial pressure (map) was 68, and the patient was alert and oriented. An lvad hum was reportedly heard. The system controller was exchanged, which brought the flows up[ to 5.0 for a short period of time, before returning to 0. The patient continued to be alert and oriented. Log files were submitted for review and captured 12 pump stops and 62 low speed advisories/hazards on (B)(6) 2024. These events appear to only be occurring while the lvad is connected to the power module. The patient was hemodynamically stable just prior to the lvad losing flow. Labs revealed a lactate dehydrogenase (ldh) of 211 and plasma hemoglobin (phgb) of 8. There was no reported trauma to the driveline, and no areas of concern seen on the external driveline upon assessment. There were no drastic fluctuations in patient weight. The patient was on an ungrounded cable and x-rays had been ordered and obtained. Log files were submitted again for review for the patient's previous backup system controller which was noted to have had a controller fault. Interrogation did not reveal any faults. Also attached were log files for the primary system controller currently in use. It was noted that there did not appear to be any further issues since the patient was placed on an ungrounded cable. Log files for the old backup system controller captured 3 pump stops and 3 low speed advisories in one hour of data. The log files for the current primary system controller captured multiple backup batter fault alarms from connection at 5:17 am until 7:27 am when the alarms appeared to have resolved. There was a 'replace backup battery' alarm while the backup battery of the patient was being replaced due to nearing the expiration date. Log files were again sent for review and captured the transient backup battery fault alarm that was mentioned. It was noted that the patient was do not resuscitate (dnr) and did not wish to pursue a pump exchange. The patient had a percutaneous lead repair on (B)(6) 2022 that did not resolve the patient's short to shield issue and the patient was sent home on an ungrounded cable with power module after the patient's options were presented to him, captured under (B)(4). Related manufacturer reference number: 2916596-2024-02589 (system controller)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file revealed several low speed and pump stop events. A specific cause could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. It was noted that the patient had a percutaneous lead repair on (B)(6) 2022 that did not resolve a prior short-to-shield issue (MFR# 2916596-2022-01791). The submitted log files captured multiple low speed and pump stoppage events that resulted in corresponding low speed and motor stopped alarms. Following the last observed low speed/pump stoppage event, the driveline was disconnected consistent with the controller exchange. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and heartmate ii lvas patient handbook are currently available. Section 1, "introduction," lists potential adverse events including bleeding which may be associated with the use of heartmate ii lvas. This section also provides an explanation of pump parameters, including pump speed. Section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the hmii patient handbook, "alarms and troubleshooting", address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.